Event description:
It was reported when the device was used during a laparoscopic gastric bypass procedure it malfunctioned. No specifics could be provided as to how the device malfunctioned. This resulted in bleeding. Blood loss not quantified. Consequently, the case was converted to an open procedure. There were no further complications. Pt is fine and was discharged home a couple of days after the event.

Manufacturer narrative:
Info anticipated, but unavailable at this time.